Manufacturer narrative:
Additional information in following fields- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields - d2: common device name. B3: as the date of the event is unknown, the event date is estimated to be (B)(6) 2024. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced tingling while treating with the spinalpak device. The patient used the unit for 2.5 days. There was pain that went from his neck to his shoulder. The pain took a few days to go away after taking the device off. After 1.5 days of treating the patient could not walk or stand and was experiencing paralysis. The patient¿s legs gave out on him when he could walk fine 5 days after surgery. The patient stopped using the device as he believed it was the cause of his symptoms. The patient only spoke with his sales representative about the issue as he could not get in contact with his doctor. The patient was advised to contact the doctor and to call back with an update. No further information was provided.

Event description:
It was reported that the patient experienced tingling while treating with the spinalpak device. The patient used the unit for 2.5 days. There was pain that went from his neck to his shoulder. The pain took a few days to go away after taking the device off. After 1.5 days of treating the patient could not walk or stand and was experiencing paralysis. The patient¿s legs gave out on him when he could walk fine 5 days after surgery. The patient stopped using the device as he believed it was the cause of his symptoms. The patient only spoke with his sales representative about the issue as he could not get in contact with his doctor. The patient was advised to contact the doctor and to call back with an update. No further information was provided.

Manufacturer narrative:
B3: as the date of the event is unknown, the event date is estimated to be (B)(6) 2024 without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.